Event description:
It was reported that stable angina, myocardial infarction, and restenosis occurred, requiring treatment. In (B)(6) 2020, the patient was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending (lad) artery with 95% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. In (B)(6) 2020, a staged procedure was performed. The target lesion was located in the distal left circumflex (lcx) artery with 80% stenosis and was 16 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2025, the patient presented with symptoms of myocardial infarction (mi) and was hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and clopidogrel. Twelve lead electrocardiogram (ECG) was performed, and it is a q wave mi. The cardiac enzymes were noted to be elevated consistent with protocol definition of mi. The location of mi was anterior(septal). Coronary angiography revealed 90% stenosis in middle lcx to distal lcx. The leasion was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, medication was given to treat the event. The event was considered to be recovered/resolved and the subject was discharged from hospital. In (B)(6) 2025, the patient presented with angina and was hospitalized for further treatment. At the time of the event the patient was on aspirin and clopidogrel. Coronary angiography revealed 80% stenosis noted in proximal lad extending up to middle lad. The target was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. Medication was also given to treat the event. The patient was discharged from hospital and the event was considered to be recovered/resolved.